Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Pump received error during rewind due to corroded motor home switch, corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error. Motor tested outside the pump and received pump error at rewind. Unit received with cracked case and cracked case-corner of belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there were crack in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.